Event description:
Additional information received from patient. Patient reported that their device would not hold a proper charge and shut off three times in two days. Patient was not aware that this was happening as they have their therapy set to where they can not feel it. Patient reported that setting changed on their own three times and that healthcare provider and manufacturing representative could not figure out the cause. Patient reported that they also had a message appear- system problem rm06, cannot continue call manufacture. Patient reported that they have received and new recharger and controller and the implantable neurostimulator has still changed settings once since replacements.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) on 13january2025 regarding an external device. The reason for call was caller stated that for the past couple weeks they have been having trouble with the recharger. Caller stated that first they got an error message that said system problem rm06 and then the next day the controller screen went completely white. Caller added that now it's like the implantable neurostimulator (ins) is not holding a charge and it takes 5 hours to charge the implant 20%. Caller noted that they used to charge at night, and it would last all night, but now they have to charge twice a day, but it takes 3 hours to get from 30% to 90%. Caller stated it's like the recharger doesn't recognize the implant, and if it finally does find it will say "recharging" but there's no quality listed. Agent had caller reset the controller battery. Caller confirmed no visible damage to the equipment. Caller unlocked the controller and noted the controller was at 80% and the implant was at 50%. Caller then connected the recharger and saw "checking recharge quality," and the screen would not progress. Caller stated this happens occasionally as well. The controller screen eventually shut off, and caller restarted the process. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Patient (pt) called back on (B)(6) 2025 stating that they were still having troubles recharging the ins. Pt said that they had not changed the therapy settings at all. Pt said that the stimulation had been at a 4.4 for over a year now, however their back had been killing them. Pt said that usually when they would recharge the ins late at night, the ins would be at 30%. Pt said that now the ins battery was depleted already, and the stimulation was off. Pt said that when they started recharging the ins they saw recharging excellent, however after about five seconds the controller became blank/unresponsive. Pt said that they had to reset the controller in order to get the controller to do anything at all. Agent reviewed controller replacement and shipping expectations with the pt. A replacement controller was sent out. Pt called back on (B)(6) 2025 to check on the status of delivery as they had not received the package. Agent reviewed the tracking info shows it will be delivered today and was delayed due to weather. Pt also mentioned they were trying to recharge and got intermittent no device found and also got 'finished' message when it was not finished. Reviewed the meaning of messages. Pt also mentioned they stim was sent up where they could feel it. Last week ins was dying and pt was not sure if it was shutting off. Yesterday pt could not feel stim. Pt then checked with the controller and noticed it was on group b instead of a. Pt thinks the group switched on its own. Agent reviewed to monitor and write down time and date if it happens again and follow up with healthcare provider (hcp). Pt also mentioned they are scheduled to see their back doctor tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.